Manufacturer narrative:
An event regarding periprosthetic fracture involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient came into hospital after a fall. Acetabular component had shifted with massive posterior column and anterior column fracture. Replacement with zimmer products and stryker 28 +8 femoral heal ( (B)(4) lot: 52660601).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient came into hospital after a fall. Acetabular component had shifted with massive posterior column and anterior column fracture. Replacement with zimmer products and stryker 28 +8 femoral heal (6260-9-328 lot: 52660601).